Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a bent sensor cannula. The customer also reported that the sensor glucose and blood glucose readings had discrepancies. The customer's blood glucose level ranged from 12 to 27 mmol/l. The customer treated with a manual injection. No further details were provided.